Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh resection on (B)(6) 2013, along with anterior repair due to dyspareunia & cystocele.

Manufacturer narrative:
(B)(4). It was reported that mesh were implanted on (B)(6) 2002 and (B)(6) 2002 along with concurrent cystoscopy and surgical procedures due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to mesh unraveling and erosion.

Manufacturer narrative:
(B)(4) urinary problems. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, and a mesh was implanted concurrently with a&p, and colporrhaphy, due to sui, cystocele, rectocele, and hypermobile urethra. No additional information was provided.